Event description:
(B)(4). A little over a year from insertion of the essure device I started having cramping, bleeding, headaches, weight gain and pain during intercourse. I went to my pcp who also performs all of my pap smears and they just told me that all of those side effects were normal with birth control. All of these symptoms have continued 3 years later and I'm now seeing reports of these coils causing health problems, allowing women to get pregnant and perforating organs. Im scared that something is happening to me!